Manufacturer narrative:
The complaint was not confirmed. The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected and showed no damaged. Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced, since the original tubes sets involved in the case were not returned for evaluation. The pump was powered on and function as intended with no error message and/or audible alarm triggered. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 shoulder arthroscopy procedure the ar-6480 dual wave pump pressure sensor did not work. The pump continued to increase pressure until it stopped from running. Serial number of the ar-6480 is (B)(4). The pump over inflated during surgery and caused the patient some swelling. No further information was provided at time of initial report. The excess fluid was removed from the patient using a cannula and external pressure. Patient was not kept overnight. Arthrex tubings were used with the pump but part lot numbers are not available and the tubings were discarded at time of procedure. Pump settings were 50 basepoint, max shaver suction and 20% shaver refill. The pump was used to complete the procedure. No pictures or videos were captured during the procedure.